Event description:
It was reported that the sheath could not aspirate properly due to a hemostatic valve leak. Prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The sheath was flushed with a 20ml syringe luer cap. When the sheath was dipped in a bowl of saline to aspirate only air came out due to a hemostatic valve leak. Several aspiration attempts were made, but all were unsuccessful. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory no visual abnormalities were observed. The sheath was leak tested with the sheath did not pass leak testing. The valves were inspected using microscopy, and a tear in the outer valve was observed, indicating that it was unlikely to seal properly.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The sheath was flushed with a 20ml syringe luer cap. When the sheath was dipped in a bowl of saline to aspirate only air came out due to a hemostatic valve leak. Several aspiration attempts were made, but all were unsuccessful. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.